Event description:
A report was received that the patient was experiencing pain due to the ipg being close to the skin. It was noted that the patient lost weight since the stimulator was put in. The patient will undergo a pocket revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Correction to initial MDR: the initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the patient was experiencing pain due to the ipg being close to the skin. It was noted that the patient lost weight since the stimulator was put in. The patient will undergo a pocket revision procedure wherein the ipg will be repositioned.